Event description:
It was reported to boston scientific corporation in 2007, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure approx two months prior. (Patient age and weight unknown). According to the complainant, there was a burn to perineum of patient following endometrial ablation procedure using hta. This was treated with cold water. There were no errors or faults reported from the hta unit. The patient condition was reported as not needing further follow-up.

Manufacturer narrative:
A search of the field service records for this unit was conducted and no like complaints were found. There are currently no known incidences of assembly or refurbishment contributing to this failure mode. The console was tested at nexcore and nexcore was unable to confirm or duplicate the complaint event by testing the returned console. The console passed the full wet test and was tested with the returned IV pole.based on the location of the burn, it is likely that the cervical seal and the hot saline slowly leaked from the bottom of the vagina to the perineum. If the fluid loss does not exceed 10ccs in the reservoir and the fluid loss occurs slowly throughout the duration of the procedure, it is possible that the alarm will not sound as it is designed to alarm after 10ccs have been lost from the reservoir. It is imperative to ensure a good cervical seal when performing hta. Please refer to the hta users' manual regarding the importance of creating a good cervical seal, maintaining a good cervical seal and visually observing to ensure a good cervical seal has been maintained. Reference pages 5 - 7 for warning and precautions associated with hta as well as pages 38 and 40 in the hta users' manual, which refer to the importance of the obtaining and maintaining the cervical seal.